Event description:
The user facility in (B)(6) reported the cutter did not cut. It was unknown if the aspiration continued or not. No patient injury reported.

Manufacturer narrative:
Eval completed. One opened bl625 pouch from lot u9539 was returned. The tip protector was not returned. The needle was bent approx 5 degrees. The port window was in the opened position with debris visible in and around the port. There was dried solution in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The extension handle was attached to the back of the cutter. A functional test was performed using a stellaris pc system. The inner needle would not actuate at 5000c p.m.; however, the inner needle did advance into the port window but only closed the port half way. The inner needle could not reach the cutting edge. The cutter cannot cut. The cutter did aspirate as required. The sterilization and lot history records have been reviewed and found to be acceptable.